Event description:
It was reported that the patient received inappropriate therapy/shock for atrial fibrillation with rapid ventricular response. The device remains in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2008. (B)(4).